Event description:
Reportedly, on (B)(6) 2019, at 9:04 am, the smartview monitor was paired with an ICD. An alert was detected in the first remote follow-up at 9:05 am just after the pairing. Successful check alerts were noticed every night except on (B)(6), and no alerts were detected until (B)(6) at 22.35 pm. The alert data were then transmitted to the back-office on (B)(6), at 00:02 local time.

Event description:
Reportedly, (b)((6) 2019, at 9:04 am, the smartview monitor was paired with an ICD. An alert was detected in the first remote follow-up at 9:05 am just after the pairing. Successful check alerts were noticed every night except on 26 november, and no alerts were detected until 01 december at 22.35 pm. The alert data were then transmitted to the back-office on (B)(6) december, at 00:02 local time.

Manufacturer narrative:
Additional analysis revealed that a possible hypothesis to explain this delay on file transmission is that a reset of the subject device occurred on (B)(6) 2019, just before sending this file to the back office. The file has been transmitted at the next automatic check-in with the back office, that occurred on (B)(6) 2019.

Event description:
Reportedly, on (B)(6) 2019, at 9:04 am, the smartview monitor was paired with an ICD. An alert was detected in the first remote follow-up at 9:05 am just after the pairing. Successful check alerts were noticed every night except on (B)(6), and no alerts were detected until (B)(6) at 22.35 pm. The alert data were then transmitted to the back-office on (B)(6) at 00:02 local time.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior could be linked to weak network coverage at the patient¿s address.

Event description:
Reportedly, on (B)(6)2019 , at 9:04 am, the smartview monitor was paired with an ICD. An alert was detected in the first remote follow-up at 9:05 am just after the pairing. Successful check alerts were noticed every night except on (B)(6) , and no alerts were detected until (B)(6) at 22.35 pm. The alert data were then transmitted to the back-office on (B)(6) , at 00:02 local time.

Event description:
Reportedly, on (B)(6) 2019, at 9:04 am, the smartview monitor was paired with an ICD. An alert was detected in the first remote follow-up at 9:05 am just after the pairing. Successful check alerts were noticed every night except on (B)(6), and no alerts were detected until (B)(6) at 22.35 pm. The alert data were then transmitted to the back-office on (B)(6), at 00:02 local time.